Event description:
It was reported that catheter entanglement on guidewire occurred. An opticross imaging catheter was used to view the target lesion. During the procedure, on the second run, they could not get the ivus catheter out of the guide. The physician was pushing very hard and the catheter would still not come out of the guide. The physician opened a 6f ivus catheter, and that ran smoothly on the first run. After the second run when the physician was trying to remove it out of the body, it got stuck on the interventional wire. Subsequently, the physician had to remove the wire and the ivus catheter together. The physician pulled the device and wire out of the lad and was able to rewire and proceed with finishing the case. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that catheter entanglement on guidewire occurred. An opticross imaging catheter was used to view the target lesion. During the procedure, on the second run, they could not get the ivus catheter out of the guide. The physician was pushing very hard and the catheter would still not come out of the guide. The physician opened a 6f ivus catheter, and that ran smoothly on the first run. After the second run when the physician was trying to remove it out of the body, it got stuck on the interventional wire. Subsequently, the physician had to remove the wire and the ivus catheter together. The physician pulled the device and wire out of the lad and was able to rewire and proceed with finishing the case. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the device was returned with an non-bsc wire stuck, however, in order to perform the product analysis this wire was removed. A damage was observed in the guidewire exit hole port assembly. Kinks were observed in the sheath assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device.